Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that during the assembly of the set, leaks were noticed. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two pictures were attached and reviewed. Picture, one shows fluid leakage at the joint of the inlet to the heat exchange. Picture two shows a close-up of the y-connection, no leak or defects are visible. The complaint was confirmed. No root cause was determined due to no product being returned for analysis; however, if the product is returned, will reopen this complaint for further investigation.